Event description:
This is a spontaneous report by a nurse from the united states regarding peritonitis in a (B)(6) male peritoneal dialysis (pd) patient. During a call with baxter customer services, the reporting nurse stated that on an unreported date in 2010 the patient was not using proper hygiene, touch contamination occurred, the patient did not wear a mask, did not clean the exchange area before starting pd and reused the disposable products. On (B)(6) 2010, the patient developed peritonitis which did not involve hospitalization. The cause of the peritonitis was due to the improper hygiene. On an unreported date in 2010, a peritoneal effluent culture was performed which was positive for fungal infection (unspecified). Treatment information was not provided. The patient was recovering from the peritonitis. Per the nurse, the peritonitis was not related to peritoneal dialysis therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers gd872929, gd873927and gd874834 with no issues noted during the manufacturing process. The root cause for this event of peritonitis is poor aseptic technique/use error. The labeling review revealed the direction insert for this product instructs the user to "use aseptic technique" and wear a mask. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is the second of two reports associated with this event.